Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that there was no suction in the purewick urine collection system. Did failed trouble shoot with new kit. Sending replacement unit. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd purewick urine collection system, collector tubing, collection canister with lid, and external power cord were returned. An in-house pump tubing and elbow connector were used for testing. There were no cracks present. There was severe residue present in the collector tubing and canister making the lid extremely difficult to remove from the canister. The stop valve was working properly. There was no light or sound with the returned pcba. After attaching the in-house pcba, there was still no light or sound from the device. Once the device was opened up, there was a small amount of residue on the base and the rim. The enclosed foam was completely orange in color, likely due to urine residue exposure. The wires to the external power cord and power switch were corroded and wet with residue. Further inside, there was mild residue and severe corrosion on the returned pcba. There was also mild yellow residue in the inner tubing next to the motor. The labeling is found to be adequate. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. No additional action is required at this time. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that there was no suction in the purewick urine collection system. Did failed trouble shoot with new kit. Sending replacement unit. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.